Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation ablation, a polarx was selected for use. It was reported that the half of the case was completed and then the error 1 - 00000020-2: outer balloon pressure is too high appeared. Troubleshooting was performed, the cable and catheter were replaced, a power cycling the machine was executed, and issue did not improve. No patient complications were reported. The procedure was cancelled due to the error.